Event description:
It was reported that patient experienced pain and developed infection at the pocket site. Symptoms were redness, swelling and broken skin at the site. The patient underwent an explant procedure and was doing well postoperatively. All explanted device components will not be returned. Additional information was received that the infection was not at the surgical site and patient opted the explant due to discomfort.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336700, model:sc-8336-70, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that patient experienced pain and developed infection at the pocket site. Symptoms were redness, swelling and broken skin at the site. The patient underwent an explant procedure and was doing well postoperatively. All explanted device components will not be returned.